Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the audiologist, the patient experienced healing issues at the incision site and developed a hematoma at the magnet site. The device was explanted on (B)(6) 2021. Reimplantation is planned once the site has healed.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on september 14, 2021.

Manufacturer narrative:
This report is submitted on may 31, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotic and antibiotic irrigation for the infection (date and duration not reported). This report is submitted on december 27, 2021.